Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed. H6=batch record review.

Event description:
The pt, a iddm, had been obtaining results on her one touch ii meter that she felt were sometimes high and sometimes low (60-596 mg/dl) for 2 days prior to the alleged event. She does not base her insulin dosages on meter results. At approx 11:30/p on 4/17, she tested her blood glucose twice, with results of 80 and 101. She did not believe these results as she was feeling ill with stomach pains. Another blood glucose result obtained at 2:54/a was 116 mg/dl. She was transported to the ER where a laboratory result was in the "900's." The pt was started on IV and admitted to ICU with a diagnosis of diabetic ketoacidosis. The meter is not cleaned/maintained according to MFR's recommendations, dry cotton is used to clean the meter optics. Quality control tests designed to detect potential inaccurate results are not performed. Calibration status is unk.